Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (version or model #, catalog #, unique identifier (UDI) #), d9 (device available for eval, return to manufacture date), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). Corrected field: h6 (medical device ¿ problem code). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a message indicating that maintenance is required occurred. A getinge field service engineer (fse) stated that the fault log #77 vacuum set point was too deep. Fault log #37 fill fail vacuum. Confirmed that the device was working normally after replacing the regulator and compressor. Returned to the hospital. The failure analysis and testing department received the following parts associated with this complaint: these parts were received with a reported unit failure message of maintenance requiring message occurred. Performed visual inspection of these parts received and all parts looks to be in condition. Installed both parts into the cardiosave test fixture and tested together and separately to the factory specifications per the cardiosave service manual revision r. The failure analysis and testing department could not observe and verify the failure message of maintenance requiring message occurred on screen during unit pumped. The fat dept. Saw iabp hours was 6606 h on return authorization document, this probably the cause of message of maintenance requiring. As per the cardiosave service manual revision r, the compressor scroll replacement is every 5000 hours. The compressor scroll and regulator, drive passed testing. Retaining compressor scroll and regulator drive in the fat dept. Per procedure 0002-07-d008 rev aq.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a message requiring maintenance consideration occurred, and goes into standby. The customer presses the start button but the balloon does not inflate. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.